Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received one catheter assembly and needle cover. In addition, five photographs were also submitted. Upon inspection of the received sample and the photos the reported defect of bent needle has not been confirmed. The device appeared to have a defect of catheter tip integrity. The tip was tested and graded as unacceptable. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect. Damage as such can result from the temperature or tipping force being too high or the that the dye needs cleaning. As it also has signs of wrinkling, the temperature or tipping force are most likely to cause this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that a bent needle occurred before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "the needle tip was bent."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bent needle occurred before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "the needle tip was bent."